Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer reverted to multiple daily injections as backup therapy and was sent a replacement pump with updated software. Caller was advised on storing and returning problematic pump and was provided with shipping instructions.